Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an av node ablation procedure, no pacing was observed after the interruption of radiofrequency emission; asystole was observed for around eight to ten seconds. The doctored used 50w radiofrequency for around 30 seconds. Pacing using paddles connected to an external defibrillation system was started and the physician could still observe noise on the programmer screen. The pacemaker started working properly after it was reprogrammed in ddd mode. Preliminary analysis revealed that a real time test performed on (B)(6) 2021 showed non-physiological signals, most probably due to strong electromagnetic interferences (emi) during the procedure, which could have led to the reported pacing inhibition.

Event description:
Reportedly, during an av node ablation procedure, no pacing was observed after the interruption of radiofrequency emission; asystole was observed for around eight to ten seconds. The doctored used 50w radiofrequency for around 30 seconds. Pacing using paddles connected to an external defibrillation system was started and the physician could still observe noise on the programmer screen. The pacemaker started working properly after it was reprogrammed in ddd mode. Preliminary analysis revealed that a real time test performed on (B)(6) 2021 showed non-physiological signals, most probably due to strong electromagnetic interferences (emi) during the procedure, which could have led to the reported pacing inhibition.

Manufacturer narrative:
Please refer to the attached analysis report.